Event description:
Additional review indicates all information reported previously in MFR # 6000032-2013-00157 pertains to manufacturer¿s report # 6000032-2013-00158. Right-side symptoms were reported, which would be linked to the left ins (implantable neurostimulator), and there was no evidence to suggest that the right ins was involved in this event. The report # 6000032-2013-00157 was filed in error.

Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient had a CT scan 5 or 6 days prior to report and since then their right side was ¿kind of shaky¿ and it had not been shaky before the scan. It was noted the patient tried turning their stimulation off and back on and their right side was still shaky, especially in their hand. Reportedly, the patient sliced their finger when trying to put a check in an envelope. It was stated the patient¿s symptoms had gotten worse in the past, but not as bad as at the time of report. It was noted the patient did not turn their device off before the CT scan. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: (B)(6) 2002, product type implantable neurostimulator. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension. Product ID: 3389-40, lot# j0217201v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3389-40, lot# j0217061v, implanted: (B)(6) 2002, product type: lead. (B)(4).